Manufacturer narrative:
Additional information: d10 (date device returned to manufacturer). Device evaluation: investigation conclusion: the investigation of the returned balloon catheter system found the device flattened at multiple sections and found solidified blood and contrast within the balloon. Due to the solidification of the blood and contrast material, the investigation was unable to test the device for inflation and deflation to determine the cause of the alleged product issue and therefore, this complaint is considered non-verifiable. The blood present in the balloon is consistent with over-aspiration that may have occurred when attempting to deflate the balloon during the procedure. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification and may have contributed to the reported deflation issue if the damage was present at the time of the event.

Event description:
It was reported that the scepter xc balloon was used as an assist balloon catheter to treat an acom aneurysm. The balloon was first delivered to the neck of the aneurysm, and coiling was performed with the balloon uninflated. After a total of seven coils were implanted, the balloon was inflated for balloon assist at the timing when the eighth coil was coming out of the neck. The coil was implanted without problems, but the balloon did not deflate. Although negative pressure was applied multiple times, there was no change. When the balloon was attempted to be inflated again as a trial, the balloon inflated but could not be deflated. After about 10 minutes of trial and error, the balloon appeared to be slightly deflated. At that time, the balloon was retrieved into a guiding catheter and successfully removed. The procedure was completed without any report of injury to the patient. According to the physician, the balloon was delivered to the bend of the a1-a2 bifurcation about 90 degrees and left uninflated for about an hour. In addition, the guiding catheter could not be delivered to a higher position and was delivered passing through a certain number of meanders, which may have damaged the balloon's inflation lumen somewhere.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. Instructions for use (IFU) includes following warnings and precautions: warnings: verify the size of the vessel under fluoroscopy. Ensure that the balloon guide catheter is appropriate for the size of the vessel. Do not exceed the maximum recommended inflation volume as balloon rupture may occur. For working lumen, do not exceed 300 psi (2068 kpa) maximum recommended infusion pressure. Excess pressure may result in catheter rupture. When air-purging the balloon guide catheter, inject fluid slowly otherwise balloon rupture may occur. Do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. Always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Failure to abide by the warnings in this labeling might result in damage to the device coating, which may necessitate intervention or result in serious adverse events. Precautions: after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. Verify balloon guide catheter compatibility when using other ancillary devices commonly used in intravascular procedures. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal.